Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl and bupivacaine at unknown concentration/dose via an implantable pump for non-malignant pain. The company rep reported that the that pump was alarming and there were no alert showing the reason for the alarm. The company rep confirmed that pump was refilled on monday and had reached a low reservoir status prior to refill. In addition, the patient had an magnetic resonance imaging (MRI) on sunday. Agent reviewed information related to concurrent alarms with the 2.0 software and advised company rep on how to silence the current active alarm. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.